Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: 8100 pump module 9.17.0.22. Case description: trent had a lvp8100 did not communicate with pcu8015. The pump did not display channel identification. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended trent to replace logic board. But he said he has replaced the logic board. But the issue still exist. While we were chatting on the phone, trent connected the lvp to pcu again and the lvp displayed channel identification. Trent suspected that it was intermittent problem with the iui connector. Trent will replace iui connector. If he still have an issue, he will call back.